Manufacturer narrative:
(B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a cardiovascular surgical procedure on (B) (6) 2009. After the procedure, the suture broke. The pt underwent a re-operation on (B) (6) 2009. No additional info was provided.